Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit keeps shutting down. There was no patient harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the cs300 intra-aortic balloon pump (iabp). Device was missing bulk supply. Saw that hour meter was not lit up. Replaced power supply and ran into video problems. 1st power supply that was replaced failed on install. Returned and replaced power supply again this time with the video and motor control board unplugged. Systematically returned video and motor controller into the circuit and found that neither caused the issue. Apparently 1st power supply was an otb failure. Performed full functional and safety tests. All tests pass. Returned to customer and cleared for clinical use. The failure analysis and testing dept. (Fat) received power supply, with a reported unit failure of the device not showing the power supply being connected. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part into cs300 test fixture and tested the part to factory specifications per the cs300 service manual. The cs300 would alarm during startup indicating that the power supply is bad. Fat was able to verify the issue. This part is obsolete and not able to be sent to a supplier for failure analysis. Retaining the part in the failure analysis and testing department per procedure.